Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the single leaflet device attachment (slda) and recurrent mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2021 to treat functional mitral regurgitation (mr) with a grade of 4. The patient had restricted leaflets. Imaging was challenging. One clip was implanted, reducing the mr to 2. On (B)(6) 2021, the patient was re-hospitalized due to heart failure. An echocardiogram was performed, which found that the most lateral clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr had increased back to 4. There was no treatment performed at that time. A second procedure is planned to be performed at a later time. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported poor image resolution was due to challenging imaging. The mitral regurgitation (mr) appear to be related to the reported slda. Heart failure is a cascading effect of the recurrent mr. Mr and heart failure are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.